Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had noise on the electrogram. The lead was explanted and the patient received a subcutaneous system. The physician indicated that it was difficult to advance the locking stylet and a subclavian crush was suspected. No patient complications have been reported as a result of this event.